Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process, and occlusion test were performed. Investigation unable to determine customer report problem and found no damage to the speaker or interconnect board. Investigator replaced the pump speaker as a preventative measure. Performed pm and all functional tests passed. The problem source of the reported problem is unknown.

Event description:
Journal article: "fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence." The article reports a patient diagnosed with bia-alcl. The patient presented with mass with chest wall invasion and pleural thickening.¿ this record represents an unknown side.

Manufacturer narrative:
Upon further review, this report is a duplicate of mrn 2024601-2010-00481. Any additional information received will be reported under mrn 2024601-2010-00481.

Event description:
Upon further review, this report is a duplicate of mrn 2024601-2010-00481. Any additional information received will be reported under mrn 2024601-2010-00481.